Event description:
Md attempted to bolus pt, unsuccessful. Opened new epidural kit and changed actual port for epidural, no success with bolus infusion. Pulled out epidural tubing and reapplied new epidural. Kit that malfunctioned was given to nurse manager. Md thought was that potential crimping in tubing during insertion of first epidural. Unable to bolus freely after removed. Resistance still felt during attempt to clear tubing. In total, only two epidural kits were used.======================health professional's impression======================md thought was that was potential crimping in tubing during insertion of the first epidural but none was visible.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/14/2011. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging that he was unable to test his blood glucose due to an unspecified message on his meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that the alleged issue with the meter began approximately 6 months ago. He claims sometimes he would get a reading and other times he was unsuccessful in obtaining a blood glucose reading due to an unspecified message on the meter. The patient mentioned due to the alleged issue, he would take his diabetes medication on a regular basis. One (B)(6) 2010, the patient was unable to obtain a blood glucose reading at all on the meter and had taken his normal morning and evening doses of 15 units of both humulin-n & humulin-r insulin. 3-3.5 hours after taking his evening insulin the patient developed symptoms of feeling shaky, sweaty and anxious. The patient then self-treated himself with some sugar and claims that the symptoms lasted for 40 minutes. The patient did not seek any further medical attention or contact his physician for assistance. The patient was not tested on another device. Product was replaced. The complaint is being reported since the patient alleged that due to the unspecified message on his meter, he was unable to test, took his insulin and later developed symptoms suggestive of a serious injury and had to self-treat.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.